Event description:
During a follow-up, episodes of far field r-wave oversensing (ffrwos) and inappropriate automatic mode switch (ams) were observed on the device. Technical support was contacted for resolution to resolve the event. No intervention has been completed. The patient is stable

Event description:
Additional information was received that the device was reprogrammed to resolve the event.